Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was over infusing. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: device evaluated, visual inspection found damaged battery compartment, battery door spring, loose air detector and lifted dso seal. Download of the event history log is not required. Customer's reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced july 2022 and there was no indication the complaint was related to previous service of the device.